Event description:
The customer reported via phone call that they experienced hypoglycemia with blood glucose of 38 mg/dl. It was unknown whether customer was using auto mode feature or not at the time of event. Customer stated that the insulin pump received change sensor alert and sensor updating or sensor glucose value not available alert. The insulin pump will not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.